Manufacturer narrative:
Follow-up #1: date of submission 8/18/2016. Device evaluation: the device has been returned and evaluated by product analysis on 7/27/2016 with the following findings: a review of the pump histories showed no activity outside of normal use; the pump was functioning properly. A review of the total daily dose history indicated that the insulin delivery totals correctly reflected the programmed basal rate targets. The last basal delivery was on (B)(6) 2016. The pump¿s ¿ez-prime¿ steps were performed correctly. The pump correctly reflected 24 units after 24 hours on a 1 unit/hour duration test. The pump passed a delivery accuracy test and was found to be operating within required specification and delivery accurately. No defects were found on investigation therefore the investigation was unable to duplicate the initial ¿inaccurate delivery¿ complaint.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas corporation alleging an inaccurate delivery issue. No additional information was provided and troubleshooting was unable to be completed. Several unsuccessful attempts to contact the patient have been made. This complaint is being reported because the reported issue was not resolved. There was no indication that the product caused or contributed to an adverse event.